Event description:
The user alleges that they routinely alternate two trachs every three days. They take out one trach, clean it with a solution of 50% peroxide and 50% distilled water, let dry and they replace it on the third day. They purchased this lot in may of 2002 and have been using with this alternating system. The user alleges that while one of the units was in place, the flange broke completely off and the tube part of the trach slid down their throat. Pt coughed and was able to remove the trach with forceps.